Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, cardiac tamponade developed due to a left ventricle perforation caused by a boston scientific safari super stiff guidewire. Pericardial drainage was performed and the valve was successfully implanted. Using the extracorporeal circulation system, a repair procedure was performed for the left ventricle and an intra-aortic balloon pump (iabp) was placed. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).